Event description:
Health care professional reported pt receiving hemodialysis treatment on the 1550 device. Goal weight to be removed was set at 2.1 kg in 3.3 hours, 3.2 kg was removed in 2 hr 30 min. Pt fainted and health care professional administered 1200cc normal saline. Pt pre-treatment weight was 86.6 post- treatment weight 84.6. Baxter field engineer reported the pt weighed herself before treatment and this weight was not verified by staff. Field service engineer reviewed the renal link data and the treatment appeared to be normal. After normal saline was administered treatment resumed and was completed without further event.